Event description:
It was reported that the patient presented post-procedure check the following day. Upon interrogation, it was noted that the right atrial (ra) lead exhibited intermittent capture. X-ray examination revealed that the ra lead was dislodged due to twiddlers. The ra lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: the correct event description should have been "it was reported that the patient presented post-procedure check the following day. Upon interrogation, it was noted that the right atrial (ra) lead exhibited intermittent capture. X-ray examination revealed that the ra lead was dislodged. The ra lead was explanted and replaced. There were no patient consequences." Rather than "it was reported that the patient presented post-procedure check the following day. Upon interrogation, it was noted that the right atrial (ra) lead exhibited intermittent capture. X-ray examination revealed that the ra lead was dislodged due to twiddlers. The ra lead was explanted and replaced. There were no patient consequences."

Event description:
It was reported that the patient presented post-procedure check the following day. Upon interrogation, it was noted that the right atrial (ra) lead exhibited intermittent capture. X-ray examination revealed that the ra lead was dislodged. The ra lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and intermittent capture. A complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil the helix could be extended and retracted. The full measured helix extension length was within specification. The reported event of intermittent capture was not confirmed. During electrical testing the lead was shorting due to over torqued inner coil at the connector region which is consistent with procedural damage. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.